Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient began treatment with injection reflin (1 gram, frequency and route not reported) and injection fortum (1 gram, per one day for one bag and route not reported) for peritonitis. The patient¿s outcome was unknown. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). This report involves an unknown baxter minicap should additional relevant information become available, a supplemental report will be submitted.